Event description:
Customer reports one incident of a blood leak on reuse #2 in the middle of pt treatment. Noted by a blood leak alarm and visible blood in the dialysate. Confirmed with hemastix. Treatment was resumed with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.